Event description:
On (B)(6) 2011, a vns implanting surgeon reported that the vns patient had been experiencing painful stimulation since 2007 and that her device had been disabled. The patient reported that she wanted the generator replaced. The surgeon reported that he thinks a new generator would not cause the painful stimulation as it would not be malfunctioning. It was discovered that previously in (B)(6) 2008 the patient had complained to her vns treating physician about painful stimulation even at an output of 0.25ma since she was implanted. The patient's device was disabled in (B)(6) 2008 per patient request due to the discomfort. The patient at that time reported that she had wanted the device to be explanted but then later decided to leave it implanted. Good faith attempts were made for additional information about the patient's painful stimulation but no further information was received. On (B)(6) 2011, the manufacturer's consultant reported that the patient is having a prophylactic battery replacement that day because the surgeon feels that since the patient is having painful stimulation, it would resolve with generator replacement and with moving the generator from the axilla to the subclavicle. He also stated that on (B)(6) 2011 the patient's device was programmed back on and that the patient was not complaining of painful stimulation. A battery life calculation was performed with the programming history available which revealed 8.22years until eri=yes. Good faith attempts will be made for the return of the explanted product for product analysis.

Event description:
Additional information was received as an implant card confirming the generator replacement. Attempts for return of the explanted generator have been unsuccessful to date.